Manufacturer narrative:
The remainder of the investigation remains in progress. A supplemental report will be provided after completion.

Event description:
The user reported accidentally splashing a drop of reagent into their eye. The user reported that she removed her contact and rinsed her eye. Additional information was requested however no additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
This supplemental report is being submitted to provide the investigation conclusion. Technical service provided the safety data sheet to the customer and no further action is required. Based on the above summary, the investigation is deemed complete. The product will continue to be monitored and tracked.